Event description:
It was reported that the right ventricular lead exhibited noise. During the procedure, it was noted that the lead had insulation damage. The lead was explanted and replaced. The patient was in stable condition.